Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that an incomplete lead was returned in two pieces. The insulation was abraded at 39.8 cm to 40.4 cm from the distal tip. The abrasion was consistent with constant friction with another implantable device. The inner coil was fractured at the proximal segment returned. The damage found likely contributed to the reported electrical anomalies.

Event description:
It was reported that during a routine device change out, the atrial lead was explanted and replaced. The lead had previously exhibited loss of capture. During the procedure the lead exhibited high impedance and was noted to be fractured.